Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that review of data from this patient's holter monitor was requested. The clinician inquired about an atrial pacing spike that was present in the middle of a p-wave. It was noted that p-waves have typically measured greater than 3.0mv and programmed with an adequate safety margin. A boston scientific technical services consultant agreed with the clinician's assessment and atrial ventricular delay (avd) of approximately 80ms. The consultant stated there could be some latency from p-wave onset to being sensed; however, on the last beat, the first pacing spike is after the p-wave. The consultant inquired if the avd was programmed to 80ms and if it could be possible the data is from an automatic threshold test. Further information was requested in regard to device programming. The system remains implanted and no adverse patient effects were reported.